Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) transport batteries were not holding up for over 30 minutes on full charge. It is unknown under what circumstances this event occurred. However, there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and replaced the batteries, resulting in new batteries lasting over 60 min each. The iabp passed all functional and safety checks to factory specifications and was released to the customer and cleared for clinical service.

Event description:
Customer reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) transport batteries were not holding up for over 30 minutes on full charge. There was no patient involvement, and no adverse event was reported.